Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an unknown alarm was unable to be confirmed as no log files were available, and no product was returned. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient called the hospital on (B)(6) 2021 due to a continuous beep from the patient¿s controller with ¿some¿ lighting led¿s (light emitting diode¿s). The hospital suspected low flow alarms; however, the alarm type was unable to be confirmed. The patient declined and ultimately expired at home. It was reported that the pump operated as expected, and there were no known technical issues. The patient outcome was thought to be due to sudden pulmonary embolism; however, pulmonary embolism could not be confirmed as the patient¿s family denied an autopsy. It was also noted that the emergency doctor had noted a hot controller, and it was reported that when the account attempted to download the log files, the controller would not turn on (refer to the manufacturer report number 2916596-2022-00017). The heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation as no autopsy was performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists arterial non-central nervous system (cns) thromboembolism and death as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-00017; 2916596-2022-00024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to a suspected pulmonary embolism on (B)(6)2021. It was noted that the pump was operating as expected and no technical issues were known.